Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that being on program 1 at 0.2 and trying to switch to different programs and increase the intensity but found the stimulation to be much stronger than with the trial device. The patient stated that, sometimes, it feels like there was a burning sensation in their crotch. When asked about their symptoms now, the patient said they were slightly better than before. The patient mentioned that they had tried all the programs and experienced the same sensation each time. The patient described it as feeling like their vagina was being zapped. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and had a follow-up appointment scheduled for december.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that the cause of the stimulation being too strong was determined and the most likely cause or contributed to the issue was that it was switched to program 2 by the nurse/doctor on the first visit. The steps taken to resolve the issue was that they turned it back down to program 1 themself and discussed on next visit. Placement was fine on xray. The steps taken to resolve the zapping was that they would stay on program 1 and slowly increase if needed the urology nurse practitioner (np) and explained the process better to them than the urogynecology office.